Event description:
Intl (B)(6) complaint rec'd. Reporting leakage issue with one (1) 011-c1000 clave connector. The report cites a (B)(6) incident where "insulin infusion not working properly... Pts. Levels of sugar were increasing. Clave was leaking and internal pathway bent.". Follow-up info identified that the pt required. Another central line to be inserted, insulin infusion was resumed, pt returned to baseline condition. The actual devices involved in the incident were discarded. One (1) same lot packaged 011-c1000, clave connector lot# 1875875 was returned for analysis along with the following mating/access devices: two (2) packaged sendal pressure sets pa200-8c; one (1) packaged b braun IV std luer lock set, (B)(4); one (1) packaged baxter (B)(4) luer lock infusion set with vented drip chamber, 15u filter, one (1) packaged vygon 220.100 ext tubing. Visual and functional testing and evaluations were performed. The (B)(4) clave connector was mated to each of the returned device sets. The results recorded no non-conformances, performance issues. Dimensional evaluations were performed. The five returned mating devices were dimensionally checked and passed iso standards (B)(4) for male luer tapers. Dimensional eval of the returned mating device connectors' male luer inner (ID) diameters were also performed. The results recorded compatible measurements (.062" to .110") for all the returned mating sets except the two sendal pressure sets. The sendal (B)(4) connectors' male luer ids measured at .112". This exceeds the allowable dfu labeled compatibility range for use with the ICU medical clave. The engineering analysis report recorded no functional and or performance issues were replicated with the returned (B)(4) clave connector and mating sets. The analysis report did identify a dimensional compatibility issues with the sendal (B)(4) connectors male luer ID. Previous investigations have found that use of a non-iso male luer connector, where the ID male luer is larger than 110" can compromise clave activation (plug) and flow functionality.

Manufacturer narrative:
Conclusion: the reported product problem was not replicated on the returned (B)(4) clave connector and mating/access devices. Exact cause of the event is unk.